Event description:
During routine morning inspection, it was reported that the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be a electrical short of a capacitor, designator c12, on the interface pcb assembly. The capacitor failure damaged other device assembly components. Physio replaced the interface pcb assembly and other affected assemblies to observe proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.